Event description:
It was reported that the remote home monitor issued an alert for the pacemaker and right ventricular (rv) lead exhibiting high out of range pacing impedance measurements of greater than 2000 ohms. It was noted that the patient only paces one percent in the right ventricle. Boston scientific technical services (ts) reviewed and discussed evaluating the lead in both unipolar and bipolar configurations. The clinician performed lead testing and received good threshold, amplitude and impedance measurements in unipolar configuration. The bipolar impedance measurement was high at 1970 ohms and also showed higher threshold and lower intrinsic amplitude measurements. Ts noted they could consider programming the lead to unipolar configuration. The pacemaker and rv lead remain in service and no adverse patient effects were reported.